Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed with the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.